Event description:
It was reported that during central processing the tenaculum forceps instrument had a frayed cable. There was no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The complaint regarding the tenaculum forceps instrument had a frayed cable was confirmed by failure analysis.